Event description:
A hosp ER nurse called adc requesting compatible test strips for a pt currently being treated at a health care facility. In 2009, customer's precision qid meter had stopped functioning, however, a specific product issue was not reported. That same day, she went to her local pharmacy, and was told she was entitled to a meter upgrade. Customer was upgraded to a precision xtra ni meter, however, customer was given additional qid test strips from pharmacy staff that were not compatible with the upgraded meter. Customer was unaware that the strips were incompatible, and was not able to obtain readings on the new meter. Three days later, customer experienced symptoms of fatigue, weakness and felt "heavy all over" and went to a local hosp. Hosp staff reported the pt had a blood glucose reading of 718 mg/dl (it is unk how this reading was obtained) and was admitted to the hosp for treatment. Customer was diagnosed with hyperglycemia and treated with IV insulin. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.